Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headache"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash ("rashes or skin conditions type: rashes"), eczema ("eczema"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, psychological trauma, urinary tract infection, migraine, headache, hormone level abnormal, cystitis, anxiety, rash, eczema, urinary tract disorder, bladder disorder, nausea and fatigue outcome was unknown, the dyspareunia was resolving and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, eczema, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date:- (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder, psychological or psychiatric problems condition: anxiety, rashes or skin conditions type: rashes, eczema, bladder or urinary problems or changes, nausea, fatigue, dysmenorrhea (cramping). Outcome of event dyspareunia were updated. Reporter information, aka name were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain "), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), migraine ("migraines") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, psychological trauma, urinary tract infection, migraine, headache and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, dyspareunia, headache, hormone level abnormal, migraine, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date:- (B)(6) 2010 and (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. New events added: pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), psych injury, uti, migraine, headaches, hormonal changes and she did not undergo essure confirmation test were newly added. Reporter information updated. Patient demographic information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.